Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 450mg/dl. Elevated bgs were treated. Mode of treatment was not provided, and no other information was provided, and pertaining to the elevated bg.